Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe/ permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: unknown"), pelvic pain ("severe/ permanent pain") and genital haemorrhage ("abnormal bleeding (general),") in an adult female patient who had essure (batch no: b26272) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation test". The patient's medical history included diverticulitis, fibromyalgia, syncope, menstruation abnormal, iron deficiency, insomnia, thrombocytosis, cervical disc herniation, paresthesia, diverticulitis, tendonitis, vaginal dryness, hot flashes, pharyngitis, colonic diverticulosis, sore throat, coughing, pap smear abnormal, breast mass, pain in limb, shortness of breath, gerd, back pain, neck pain, arthralgia multiple, weakness, malaise, rheumatoid arthritis, diarrhea, irritable bowel syndrome, obesity, dizziness, giddiness, muscle spasm, hyperlipidemia, paresthesia, flank pain, glands swollen, shoulder pain, occipital neuralgia, allergic rhinitis, vitamin d deficiency, blood glucose abnormal, menorrhagia, ovarian cyst, food allergy, dysfunctional uterine bleeding, irregular menstruation, classical migraine, degenerative disc disease, arthralgia lumbar, abdominal pain, nausea, fever, diarrhea and right lower quadrant pain. Concomitant products included eletriptan hydrobromide (relpax), etanercept (enbrel) and zolmitriptan (zomig). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder urinary tract/vaginal) type: vaginal"), anaemia ("blood or heart disorder/condition type: anemia") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), general physical health deterioration ("bodily impairment /degradation/general and special damage"), anxiety ("mental anguish"), emotional distress ("humiliation"), deformity ("disfigurement"), anhedonia ("loss of enjoyment") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (hysteroscopic thermal ablation. And major surgery). At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, vaginal infection, migraine, headache, anaemia, vaginal discharge, general physical health deterioration, anxiety, emotional distress, deformity, anhedonia and fibromyalgia outcome was unknown. The reporter considered anaemia, anhedonia, anxiety, deformity, device dislocation, emotional distress, fibromyalgia, general physical health deterioration, genital haemorrhage, headache, migraine, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she was planning for removal of essure due to pain, abnormal bleeding, recurring vaginal infections, migration of essure device, vaginal discharge and other physical and emotional injuries. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen: on (B)(6) 2016: impression: 1. Fatty infiltration of the liver. 2. Within the limitations, otherwise generally unremarkable abdominal ultrasound. No acute findings. Ultrasound pelvis: on (B)(6) 2017: impression: uterine fibroids. 2.9 cm simple cyst in the left ovary. Interval resolution of septated cyst in the right ovary small amount of free fluid in the left adnexal region and cul-de-sac. Headache, fibromyalgia, migraine, fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown'), pelvic pain ('severe/ permanent pain') and genital haemorrhage ('abnormal bleeding (general),') in an adult female patient who had essure (batch no. B26272) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation test". The patient's medical history included diverticulitis, fibromyalgia, syncope, menstruation abnormal, iron deficiency, insomnia, thrombocytosis, cervical disc herniation, paresthesia, diverticulitis, tendonitis, vaginal dryness, hot flashes, pharyngitis, colonic diverticulosis, sore throat, coughing, pap smear abnormal, breast mass, pain in limb, shortness of breath, gerd, back pain, neck pain, arthralgia multiple, weakness, malaise, rheumatoid arthritis, diarrhea, irritable bowel syndrome, obesity, dizziness, giddiness, muscle spasm, hyperlipidemia, paresthesia, flank pain, glands swollen, shoulder pain, occipital neuralgia, allergic rhinitis, vitamin d deficiency, blood glucose abnormal, menorrhagia, ovarian cyst, food allergy, dysfunctional uterine bleeding, irregular menstruation, classical migraine, degenerative disc disease, arthralgia lumbar, abdominal pain, nausea, fever, diarrhea, right lower quadrant pain and chronic pain. Concomitant products included eletriptan hydrobromide (relpax), etanercept (enbrel) and zolmitriptan (zomig). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder urinary tract/vaginal) type: vaginal"), anaemia ("blood or heart disorder/condition type: anemia") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), general physical health deterioration ("bodily impairment /degradation/general and special damage"), anxiety ("mental anguish"), emotional distress ("humiliation"), deformity ("disfigurement"), anhedonia ("loss of enjoyment"), fibromyalgia ("fibromyalgia"), arthralgia ("hip pain") and myalgia ("sore muscles"). The patient was treated with surgery (hysteroscopic thermal ablation. And major surgery). At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, vaginal infection, migraine, headache, anaemia, vaginal discharge, general physical health deterioration, anxiety, emotional distress, deformity, anhedonia, fibromyalgia, arthralgia and myalgia outcome was unknown. The reporter considered anaemia, anhedonia, anxiety, arthralgia, deformity, device dislocation, emotional distress, fibromyalgia, general physical health deterioration, genital haemorrhage, headache, migraine, myalgia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she was planning for removal of essure due to pain, abnormal bleeding, recurring vaginal infections, migration of essure device, vaginal discharge and other physical and emotional injuries. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on (B)(6) 2016: impression: 1. Fatty infiltration of the liver. 2. Within the limitations, otherwise generally unremarkable abdominal ultrasound. No acute findings. Ultrasound pelvis - on (B)(6) 2017: impression: uterine fibroids. 2.9 cm simple cyst in the left ovary. Interval resolution of septated cyst in the right ovary small amount of free fluid in the left adnexal region and cul-de-sac. Headache, fibromyalgia, migraine, fibromyalgia, concerning the injuries reported in this case, the following ones were reported via social media : arthralgia, myalgia lot number: b26272, manufacturing date: 2013-04, expiration date: 2016-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: unknown"), pelvic pain ("severe/ permanent pain") and genital haemorrhage ("abnormal bleeding (general),") in an adult female patient who had essure (batch no. B26272) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation test". The patient's medical history included diverticulitis, fibromyalgia, syncope, menstruation abnormal, iron deficiency, insomnia, thrombocytosis, cervical disc herniation, paresthesia, diverticulitis, tendonitis, vaginal dryness, hot flashes, pharyngitis, colonic diverticulosis, sore throat, coughing, pap smear abnormal, breast mass, pain in limb, shortness of breath, gerd, back pain, neck pain, arthralgia multiple, weakness, malaise, rheumatoid arthritis, diarrhea, irritable bowel syndrome, obesity, dizziness, giddiness, muscle spasm, hyperlipidemia, paresthesia, flank pain, glands swollen, shoulder pain, occipital neuralgia, allergic rhinitis, vitamin d deficiency, blood glucose abnormal, menorrhagia, ovarian cyst, food allergy, dysfunctional uterine bleeding, irregular menstruation, classical migraine, degenerative disc disease, arthralgia lumbar, abdominal pain, nausea, fever, diarrhea and right lower quadrant pain. Concomitant products included eletriptan hydrobromide (relpax), etanercept (enbrel) and zolmitriptan (zomig). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder urinary tract/vaginal) type: vaginal"), anaemia ("blood or heart disorder/condition type: anemia") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), general physical health deterioration ("bodily impairment /degradation/general and special damage"), anxiety ("mental anguish"), emotional distress ("humiliation"), deformity ("disfigurement"), anhedonia ("loss of enjoyment") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (hysteroscopic thermal ablation. And major surgery). At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, vaginal infection, migraine, headache, anaemia, vaginal discharge, general physical health deterioration, anxiety, emotional distress, deformity, anhedonia and fibromyalgia outcome was unknown. The reporter considered anaemia, anhedonia, anxiety, deformity, device dislocation, emotional distress, fibromyalgia, general physical health deterioration, genital haemorrhage, headache, migraine, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she was planning for removal of essure due to pain, abnormal bleeding, recurring vaginal infections, migration of essure device, vaginal discharge and other physical and emotional injuries. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on (B)(6) 2016: impression: 1. Fatty infiltration of the liver. 2. Within the limitations, otherwise generally unremarkable abdominal ultrasound. No acute findings. Ultrasound pelvis - on (B)(6) 2017: impression: uterine fibroids. 2.9 cm simple cyst in the left ovary. Interval resolution of septated cyst in the right ovary small amount of free fluid in the left adnexal region and cul-de-sac. Headache, fibromyalgia, migraine, fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on (B)(6) 2019 for the following reason: significant amendment done. Event verbatim such as 'degradation / bodily impairment / general and special damage' clubbed and its coding was updated to pt ¿general physical health deterioration¿.deleted event: memory impairment ,muscle injury. No new follow-up information was received from the reporter. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown'), pelvic pain ('severe/ permanent pain') and genital haemorrhage ('abnormal bleeding (general),') in an adult female patient who had essure (batch no. B26272) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation test". The patient's medical history included diverticulitis, fibromyalgia, syncope, menstruation abnormal, iron deficiency, insomnia, thrombocytosis, cervical disc herniation, paresthesia, diverticulitis, tendonitis, vaginal dryness, hot flashes, pharyngitis, colonic diverticulosis, sore throat, coughing, pap smear abnormal, breast mass, pain in limb, shortness of breath, gerd, back pain, neck pain, arthralgia multiple, weakness, malaise, rheumatoid arthritis, diarrhea, irritable bowel syndrome, obesity, dizziness, giddiness, muscle spasm, hyperlipidemia, paresthesia, flank pain, glands swollen, shoulder pain, occipital neuralgia, allergic rhinitis, vitamin d deficiency, blood glucose abnormal, menorrhagia, ovarian cyst, food allergy, dysfunctional uterine bleeding, irregular menstruation, classical migraine, degenerative disc disease, arthralgia lumbar, abdominal pain, nausea, fever, diarrhea, right lower quadrant pain and chronic pain. Concomitant products included eletriptan hydrobromide (relpax), etanercept (enbrel) and zolmitriptan (zomig). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder urinary tract/vaginal) type: vaginal"), anaemia ("blood or heart disorder/condition type: anemia") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), general physical health deterioration ("bodily impairment /degradation/general and special damage"), anxiety ("mental anguish"), emotional distress ("humiliation"), deformity ("disfigurement"), anhedonia ("loss of enjoyment"), fibromyalgia ("fibromyalgia"), arthralgia ("hip pain") and myalgia ("sore muscles"). The patient was treated with surgery (hysteroscopic thermal ablation. And major surgery). At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, vaginal infection, migraine, headache, anaemia, vaginal discharge, general physical health deterioration, anxiety, emotional distress, deformity, anhedonia, fibromyalgia, arthralgia and myalgia outcome was unknown. The reporter considered anaemia, anhedonia, anxiety, arthralgia, deformity, device dislocation, emotional distress, fibromyalgia, general physical health deterioration, genital haemorrhage, headache, migraine, myalgia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she was planning for removal of essure due to pain, abnormal bleeding, recurring vaginal infections, migration of essure device, vaginal discharge and other physical and emotional injuries. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on (B)(6) 2016: impression: 1. Fatty infiltration of the liver. 2. Within the limitations, otherwise generally unremarkable abdominal ultrasound. No acute findings. Ultrasound pelvis - on (B)(6) 2017: impression: uterine fibroids. 2.9 cm simple cyst in the left ovary. Interval resolution of septated cyst in the right ovary small amount of free fluid in the left adnexal region and cul-de-sac. Headache, fibromyalgia, migraine, fibromyalgia, concerning the injuries reported in this case, the following ones were reported via social media : arthralgia, myalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter information added. Event : hip pain, sore muscles added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe/ permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe/ permanent pain"), genital haemorrhage ("abnormal bleeding (general),") and device dislocation ("migration of essure device location of device: unknown") in an adult female patient who had essure (batch no. B26272) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation test". The patient's medical history included diverticulitis, fibromyalgia, syncope, menstruation abnormal, iron deficiency, insomnia, thrombocytosis, cervical disc herniation, paresthesia, diverticulitis, tendonitis, vaginal dryness, hot flashes, pharyngitis, colonic diverticulosis, sore throat, coughing, pap smear abnormal, breast mass, pain in limb, shortness of breath, gerd, back pain, neck pain, arthralgia multiple, weakness, malaise, rheumatoid arthritis, diarrhea, irritable bowel syndrome, obesity, dizziness, giddiness, muscle spasm, hyperlipidemia, paresthesia, flank pain, glands swollen, shoulder pain, occipital neuralgia, allergic rhinitis, vitamin d deficiency, blood glucose abnormal, menorrhagia, ovarian cyst, food allergy, dysfunctional uterine bleeding, irregular menstruation, classical migraine, degenerative disc disease, arthralgia lumbar, abdominal pain, nausea, fever, diarrhea and right lower quadrant pain. Concomitant products included eletriptan hydrobromide (relpax), etanercept (enbrel) and zolmitriptan (zomig). On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder urinary tract/vaginal) type: vaginal"), anaemia ("blood or heart disorder/condition type: anemia") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), general physical health deterioration ("bodily impairment"), anxiety ("mental anguish"), emotional distress ("humiliation"), deformity ("disfigurement"), anhedonia ("loss of enjoyment"), memory impairment ("degradation"), muscle injury ("general and special damage") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (hysteroscopic thermal ablation. And major surgery). At the time of the report, the pelvic pain, genital haemorrhage, device dislocation, vaginal infection, migraine, headache, anaemia, vaginal discharge, general physical health deterioration, anxiety, emotional distress, deformity, anhedonia, memory impairment, muscle injury and fibromyalgia outcome was unknown. The reporter considered anaemia, anhedonia, anxiety, deformity, device dislocation, emotional distress, fibromyalgia, general physical health deterioration, genital haemorrhage, headache, memory impairment, migraine, muscle injury, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she was planning for removal of essure due to pain, abnormal bleeding, recurring vaginal infections, migration of essure device, vaginal discharge and other physical and emotional injuries. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on (B)(6)2016: impression: 1. Fatty infiltration of the liver. 2. Within the limitations, otherwise generally unremarkable abdominal ultrasound. No acute findings. Ultrasound pelvis - on (B)(6)2017: impression: uterine fibroids. 2.9 cm simple cyst in the left ovary. Interval resolution of septated cyst in the right ovary small amount of free fluid in the left adnexal region and cul-de-sac. Headache, fibromyalgia, migraine, fibromyalgia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2019: pfs and mr received : reporter added, aka name added, essure insertion date added, lot number added, patient demographic added, events added-abnormal bleeding (general), vaginal infection, migraines, headaches, anemia, device dislocation, vaginal discharge, general physical health deuteriation, anxiety, emotional distress, deformity, anhedonia, memory impairment, muscle injury, fibromyalgia, device monitoring procedure not performed. Events onset date, concomitant drug and medical history added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown'), pelvic pain ('severe/ permanent pain') and genital haemorrhage ('abnormal bleeding (general),') in an adult female patient who had essure (batch no. B26272) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation test". The patient's medical history included diverticulitis, fibromyalgia, syncope, menstruation abnormal, iron deficiency, insomnia, thrombocytosis, cervical disc herniation, paresthesia, diverticulitis, tendonitis, vaginal dryness, hot flashes, pharyngitis, colonic diverticulosis, sore throat, coughing, pap smear abnormal, breast mass, pain in limb, shortness of breath, gerd, back pain, neck pain, arthralgia multiple, weakness, malaise, rheumatoid arthritis, diarrhea, irritable bowel syndrome, obesity, dizziness, giddiness, muscle spasm, hyperlipidemia, paresthesia, flank pain, glands swollen, shoulder pain, occipital neuralgia, allergic rhinitis, vitamin d deficiency, blood glucose abnormal, menorrhagia, ovarian cyst, food allergy, dysfunctional uterine bleeding, irregular menstruation, classical migraine, degenerative disc disease, arthralgia lumbar, abdominal pain, nausea, fever, diarrhea, right lower quadrant pain and chronic pain. Concomitant products included eletriptan hydrobromide (relpax), etanercept (enbrel) and zolmitriptan (zomig). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder urinary tract/vaginal) type: vaginal"), anaemia ("blood or heart disorder/condition type: anemia") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), general physical health deterioration ("bodily impairment /degradation/general and special damage"), anxiety ("mental anguish"), emotional distress ("humiliation"), deformity ("disfigurement"), anhedonia ("loss of enjoyment"), fibromyalgia ("fibromyalgia"), arthralgia ("hip pain") and myalgia ("sore muscles"). The patient was treated with surgery (hysteroscopic thermal ablation. And major surgery). At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, vaginal infection, migraine, headache, anaemia, vaginal discharge, general physical health deterioration, anxiety, emotional distress, deformity, anhedonia, fibromyalgia, arthralgia and myalgia outcome was unknown. The reporter considered anaemia, anhedonia, anxiety, arthralgia, deformity, device dislocation, emotional distress, fibromyalgia, general physical health deterioration, genital haemorrhage, headache, migraine, myalgia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she was planning for removal of essure due to pain, abnormal bleeding, recurring vaginal infections, migration of essure device, vaginal discharge and other physical and emotional injuries. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on (B)(6) 2016: impression: 1. Fatty infiltration of the liver. 2. Within the limitations, otherwise generally unremarkable abdominal ultrasound. No acute findings. Ultrasound pelvis - on (B)(6) 2017: impression: uterine fibroids. 2.9 cm simple cyst in the left ovary. Interval resolution of septated cyst in the right ovary small amount of free fluid in the left adnexal region and cul-de-sac. Headache, fibromyalgia, migraine, fibromyalgia, concerning the injuries reported in this case, the following ones were reported via social media : arthralgia, myalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter information added. Event : hip pain, sore muscles added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.